Event description:
Spontaneous report. Patient's home health nurse called stating the curlin 6000 pump was giving an error message of 19 - "bad side door." She wanted to return the pump. She still has the previous pump in her possession and will use that to administer medication. No adverse events. Unknown lot number. Serial number of pump is (B)(6) , exp date is 7-20-2024 moog manufacturer. Reported to (B)(6) by health professional.